Event description:
It was reported that the patient experienced pocket stimulation while placing the right atrial (ra) lead in the unipolar configuration during the implantable pulse generator (ipg) changeout procedure. It was further reported that at the pre-procedure device check, ra lead low impedance was observed, with trends of low impedance a few weeks prior. During the ipg changeout procedure when the ra lead was attached, low ra bipolar and unipolar impedances were noted. It was further reported that during the capping of the ra lead, that when the ra lead was unwound from the position it was in, it ''fell apart'' due to insulation damage. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.